Event description:
Caller reported a malfunction on the pump with malfunction code malf 12. There was no adverse impact to the customer's blood glucose level, remaining within normal range. Customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to call back if the issue reappears.